Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: lasso nav catheter (model# unknown lot# unknown). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation using a thermocool® smarttouch® uni-directional navigation catheter and stockert ep-shuttle radio frequency generator and suffered an aortoesophageal fistula requiring surgical intervention. Additional information was received stating that four days after the ablation procedure the patient was not feeling well and experienced gastric pain. Surgical intervention was needed and the patient required hospitalization due to this event. The patient¿s condition immediately after the event was reported to be stable. The patient was reported to be recovering at the time of the complaint. The physician¿s opinion regarding the cause of this adverse event is that it was not related to the smarttouch catheter used in this case.